Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received an unspecified pump error and reported damage to the pump. It was reported that the customer was at the pool when the issue occurred. Troubleshooting was performed; it was explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer has discontinued using the insulin pump, which will be returned for analysis.